Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the hysteroscopy, the deficit reading kept going up between the time the device was primed and the time the case started. The reading went from 0-155. After the procedure, the deficit level continued to rise when it appeared that nothing was touching the scale. After taking manual counts of the fluid, the actual deficit should have been 50-60 and it reads 400. The cases went great outside of the deficit reading being off. There was no patient injury.